Manufacturer narrative:
The MFR issued a recall notification to the identified customers who rec'd the affected products. Additionally, the MFR notified the FDA (B)(6) recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On 03/17/2015, the voluntary recall was initiated. A manufacturing review was conducted. The lot met all release criteria. The device was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state". The firing trigger was pressed and both the cannula and stylet advanced with no issues. Loose particles could be heard within the device after being fired. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. Based on these results, the investigation is confirmed for a break and the investigation is inconclusive for failure to prime, as the device was returned fully primed and further functional testing could not be performed due to the broken cannula hub. The issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal tissue, on the second sample acquisition the device could not be primed. Another device with a coaxial were used to complete the procedure. There was no patient injury reported.